Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed, due to the receiver not turning on. Functional tests were not performed, due to the receiver not turning on. An internal visual inspection was performed and failed, due to damaged components. Pictures were taken. The receiver battery was removed and replaced with a good known battery and the receiver powered on. An attempt to download the receiver log was performed and failed, due to the receiver not communicating with the communication tool. The usb connector was removed and replaced with a good known usb connector and the receiver powered on. The receiver log was downloaded and reviewed with good known usb connector, finding errors related to the complaint. The allegation was confirmed. The probable cause was determined, to be defective usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).